Manufacturer narrative:
The correction report was submitted for the patient gender that was known and omitted on the supplemental report submitted on 2018-12-13. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The correction report was submitted for the patient weight and age that was known and omitted on the supplemental report submitted on 2018-12-13. Corrected patient information. Age at event: 83 years. Weight in lbs: 112. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release, the valve dislodged. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information reported that immediately after releasing the first valve, the valve dislodged above the annulus and resulted in mild aortic regurgitation (ar). The valve was then snared and pulled above the coronary arteries and the second valve was implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.